Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn, damaging internal wires. The cause of the incoming test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. There is no information to suggest that the damaged belt caused or contributed to the patient's death. The damage likely occurred during device removal as it is consistent with reported ems resuscitation efforts.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable problem was found. The belt failed incoming testing.